Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, the haptic was torn or broken and not properly attached. Additional information was requested.

Event description:
Additional information was received indicating that there was no patient contact and no harm to the patient.

Manufacturer narrative:
Additional information provided in b.5., d.10. And h.6. The manufacturer internal reference number is: (B)(4).